Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, was not returned for investigation. This complaint is related to a surgical situation and could not be verified. There is no complaint against the lens. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable; the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted; and while removing the viscoelastic, the doctor noticed a peripheral tear in the bag. Two-thirds (2/3) of the bag was intact. He did a vitrectomy. The doctor felt that the lens was centered and supported so he left it implanted. There was no patient injury reported. Patient doing well and no problems have been reported post op. No further information was provided.